Manufacturer narrative:
The device has not been returned and is not available for investigation. A DHR review could not be conducted or confirmed that the device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.

Event description:
Our distribution partner (B)(4) reported that "dr. (B)(6) was removing/revising implants from a dr. (B)(6). He used the aforementioned instruments but was unable to remove the implants and damaged them. No adverse effect on the patient. The case was delayed 30 mins with his efforts to remove the implants."